Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, creases fold and device appearance (observed 40 mm dark patch edge material inside gel device). Voids and cloudy were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/ or corrected data: b5, b6, d.4; d.6b; g2; h.4.